Event description:
Infant due for new line transducer change. Once new transducer was connected, the monitor read "sensor," staff was not able to get a blood pressure reading or waveform. Troubleshooting included: changing transducer cable, checking connections, turning monitor off and back on. Ultimately changed to a new transducer and monitor worked.